Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the stomach during a breakage of bladder calculations procedure performed on (B)(6) 2022. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a stone approximately 1.5 cm in size. However, the basket failed to crush the stone and the handle cannula detached. A photo provided by the customer confirmed the handle cannula was detached. The device was removed from the working channel using another device as the basket will no longer closed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the stomach during a breakage of bladder calculations procedure performed on (B)(6) 2022. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a stone approximately 1.5 cm in size. However, the basket failed to crush the stone and the handle cannula detached. A photo provided by the customer confirmed the handle cannula was detached. The device was removed from the working channel using another device as the basket will no longer closed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event handle cannula break. Block h10: the returned trapezoid rx basket was analyzed and a visual inspection observed that the handle cannula was detached. A photo provided by the customer confirmed that the handle cannula detached and has drag marks of the fastening screws. The reported event was confirmed. Based on all available information, it is most likely that the cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth), so the force applied when activating the device causes the detachment of the handle cannula leaving slight drag marks of the screws on it. Therefore, the most probable root cause is manufacturing deficiency. An investigation is underway to address the problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.